Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm long bipolar grasper instrument had frayed wires. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm long bipolar grasper instrument to perform failure analysis. The instrument was analyzed and found to have damage of the conductor wire¿s insulation at the distal end. There was no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test.